Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during follow up the physician noted that the aneurx stent graft had migrated 3cm below the renal arteries. The aneurysm had increased by 9mm in one year. The physician performed an ultrasound and no leak was identified. The patient received an intervention were an endurant cuff 36x36x70 was placed at the proximal neck. The physician noted that the neck had dilated due to disease progression. In addition, the physician noted that the distal right landing zone had almost no seal due to disease progression; therefore, a 16x28x93 was also extended in the right side. The left landing zone looked good. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).